Manufacturer narrative:
Testing and investigation found that the keys on the touchscreen were not responsive along the left side and the ctr of the display. Further testing found evidence of fluid ingress on the lower left and right bottom corner of the touchscreen and front bezel which was the probable cause of the customer's report of, the upper portion of the device touchscreen was out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the upper portion of the device touchscreen was out of calibration. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events, no need for med intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the upper portion of the device touchscreen would not calibrate. No additional info was provided.